Event description:
It was reported that during a da vinci si prostatectomy procedure, the wires of the large suturecut needledriver instrument broke while suturing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable being broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.